Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Two (2) 6fr angio-seal devices were returned for product evaluation. The returned devices included the locator and hemostasis sheath. The devices were visually inspected and found to have been in used condition. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection for one device appeared to have been impaired as component separation was able to be achieved with minimal force. No issue was identified with the second device as component connection was able to be achieved successfully. The complaint was able to be confirmed for a sheath and locator connection issue. Non-conformances (nc) was completed by the manufacturing facility, and the root cause of the issue was determined to have been a machine repair which occurred on 05 oct 2022 affecting part interference between the hub and the cap. A corrective and preventative action (CAPA) was generated in response to the issue in order to create corrective and preventive actions, and additional information concerning the results of the CAPA will be captured in the CAPA document. The device history record (DHR) review was performed, and no manufacturing issue was identified within the documentation.

Event description:
The user facility reported that when using the angio-seal device involved, did not click on deployment and was not secure. Patient condition was no harm. Additional information was received on 17 jul 2023: a 6 fr. Procedure sheath was used. No difficulties were reported with arterial access, sheath, guidewire, or catheter insertion. The device was not successful. There was no blood loss. The patient was stable.

Manufacturer narrative:
A1: patient identifier: n/a due to nhs regulations. A2: age & date of birth: n/a due to nhs regulations. A3: patient sex: n/a due to nhs regulations. A4: weight: n/a due to nhs regulations. A5: ethnicity: n/a due to nhs regulations. A6: race: n/a due to nhs regulations. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: stock manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.